Manufacturer narrative:
The distributor (third party service company)] did not submit a user facility/distributor report to the manufacturer. Event codes were derived based on information provided by the distributor (third party service company)].the following information concerning the eval of the device is a summary of the info documented by the cardinal health failure analysis lab tech. The cardinal health failure analysis lab tech ran the device for 48 hours and was not able to reproduce the reported failure thus was not able to identify a root cause in this alleged event. The device meets all factory specs and no anomalies were found. At this time no component and symptom trend has been identified and this event is considered to be an isolated incident. The alleged faulty device will be scrap. A replacement device was sent to the distributor (third party service company)] on sales order.

Event description:
The following description of the event was documented by a cardinal health technical support specialist in response to a phone conversation with a hill-rom (third party service company) service tech. "[Name removed] called to report that this blender is not passing the bypass alarm test. When disconnecting either the air or oxygen, there is no audible alarm sounding. The blender does pass the "leak test" however, I will send him a replacement blender".